Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during implementation, the pump failed and gave error code. There was no patient involvement, and no harm.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no previous services. Visual inspection was performed. The customer issue was confirmed during pci testing. The code error code was reset, and software installed as the device did not have software installed. Downstream (dso) and upstream (uso) sensors were calibrated. Aa performance verification test was performed, and the device passed all other testing criteria.